Manufacturer narrative:
Combination product: yes.

Event description:
Noise and undersensing can be seen on this lead beginning on (B)(6) 2025. The short rv interval counter has been incrementing since there was a generator change on (B)(6) 2025. The automatic capture control test fails regularly. Full lead evaluation recommended. Lead remains implanted.

Manufacturer narrative:
Combination product: yes, the lead was explanted on (B)(6) 2026. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.